Manufacturer narrative:
The returned medical device has been analyzed. In the state of its return, the valve did not meet all of its specification requirements. Cleaning of the valve was necessary to recover a normal behavior of the adjustment ability. Rotor movements could have been impeded by translucent deposits explaining the observed defect. Obstruction was probably growing inside the valve and its explantation would be necessary. As described in the instructions for use, the mobility of the rotor can be impeded by an aggregation of cells or protein deposits. At this time, the complaint is considered to be closed.

Event description:
The programmable valve was not adjusting. The doctor would like to know why he could not change the pressure setting.